Event description:
It was reported that the atrial lead trends indicated diminished p waves and undersensing was observed in the atrial lead. Additional information received indicated that premature ventricular contractions (pvcs) were causing the episodes. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).